Event description:
It was reported that during a procedure to place a vena cava filter via the right femoral, the legs and arms became caught in the catheter as the catheter was being unsheathed. The vena cava filter did not deploy so the filter and catheter were removed from the patient. Another manufacturer's filter was placed in the patient without difficulty. No injury to the patient was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned filter, pusher wire, storage delivery tube, and introducer sheath were evaluated. Upon initial inspection of the returned sample, the pusherwire was clean and intact. The handle of the pusher wire was slightly bent at the crimp area of the hypo-tube. The pusher wire was measured and was within specification. The storage tube and the y-body had no defects and were intact. The sheath was measured and was within specification. The sheath was dissected and it appeared that the hooks of the filter had anchored themselves in the wall of the sheath. The filter was inspected. All arms and legs were present and intact. The filter was measured and was within specification. The result of the investigation was confirmed for failure to deploy, root cause unknown. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. The IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.